Event description:
It was reported that the patient had a transcatheter aortic valve replacement (tavr) a few weeks ago without symptom relief. The surgeon and medical team suspected a potential inlet ingestion due to the inability to decompress the left ventricle. The patient returned to the operating room (or) on (B)(6) 2026 for a heartmate ii (hmii) to heartmate 3 hm3 exchange with tissue aortic valve replacement. Inotropes were required. The patient was rushed to the or on the evening of (B)(6) 2026 due to low flow and suspected tamponade. The patient¿s chest was left open at this time. Then the patient was brought back to or for washout. A right ventricular assist device (rvad) placement and the chest was closed. It was later determined to withdraw care during this time due to multiorgan failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.